Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1y763, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient has a wire that they can feel and has an x-ray scheduled on (B)(6) 2019. Patient states something is happening, and they may be having problems. Patient states she noticed a lump on their ¿tush,¿ also mentioned it's not even working. Patient services was unable to clarify statement as patient disconnected call. No further complications were reported or are anticipated.